Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported decreased hearing performance with the device.the user's hearing performance has decreased to the point where she only hears noise.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported decreased hearing performance with the device to the point where she only heard noise. Further medical intervention is considered but no date has been communicated.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported decreased hearing performance with the device to the point where she only heard noise. User has been re-implanted